Event description:
It was reported the patient was symptomatic when pacing in unipolar. Low impedance was also reported, with bipolar impedance lower than unipolar. The lead was replaced. No further patient complications have been reported as a result of this event.